Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record can not be performed as the lot number was not provided and the device was not returned. The reported patient effect of infection is listed in the eifu (electronic instruction for use), perclose proglide, as a known potential adverse event(s) associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was completed with one proglide device, using the pre-close technique, via a 10f sheath prior to an interventional atrial fibrillation ablation procedure on (B)(6) 2019. Reportedly, on (B)(6) 2019 the patient was readmitted to the hospital with an infection at the access site, confirmed by computerized tomography (CT). The patient was treated with intravenous and oral antibiotics and released. No additional information was provided.